Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ phlebotomy sharps collector was missing lids. The following information was provided by the initial reporter: this is a report about missing lids of sharps collector 1.0l. According to the customer's report, two lids were found to be missing.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by the customer. This is a report about missing lids of sharps collector 1.0l. According to the customer's report, two lids were found to be missing could not be verified due to the product not being returned for failure investigation. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2257947) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. According with this investigation and lot number provided, this product was manufactured by flex on september 14, 2022, however, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown.

Event description:
It was reported that 2 bd¿ phlebotomy sharps collector was missing lids. The following information was provided by the initial reporter: this is a report about missing lids of sharps collector 1.0l. According to the customer's report, two lids were found to be missing.